Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Supply changes were performed to address the occlusions; no damage was notice to the supplies in use during the occlusion alarms. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.